Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative retrieved the log files and verified the 5vdc voltage circuit parameters as well as cleaned and degreased the high voltage candles and performed a successful arc test. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would make a beeping sound as if it was producing fluoroscopic x-ray. No patient injury was reported.